Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive replace battery now alerts in less than ten hours. It was also reported that insulin pump received a power error alarm. Customer's blood glucose was unknown. Customer was advised that power source was unable to charge. Customer was given a series of instructions to follow and was advised that if alarm persisted after four hours, to call back.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and no unexpected replace battery now alarms were noted. The pump was returned for power error alarms. Also, the pump was received with minor scratches on the lcd window and case.